Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer complained that he had tried to change the sensor insertion site and his taping methods to no avail. The blood glucose readings were between 110 to 124 mg/dl, compared with the sensor glucose readings which ran between 40 to 60 mg/dl. He declined troubleshooting for the issue, as he had already discontinued use of the continuous glucose monitoring system. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-04104.